Manufacturer narrative:
(B)(4). The 6.0mmx60mmx135cm absolute pro and the two 4.0mmx80mmx12cm supera stents mentioned are being filed under separate manufacturer report numbers. Date of event estimated. There was no reported device malfunction and the product was not returned. The reported patient effects of restenosis and claudication are listed in the supera instructions for use. The job traveler for the reported lot revealed no nonconforming reports indicating all units passed quality assurance verification. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that due to weakness and decreased circulation in the leg, on (B)(6) 2012 the 6.0mmx60mmx135cm absolute pro stent was deployed in the left femoral artery. During routine follow-up, occlusion was noted in the deployed 6.0mmx60mmx135cm absolute pro stent; however, it is unknown if the occlusion was due to restenosis or thrombosis. As treatment, a 5.0mmx40mmx120cm supera stent was deployed on (B)(6) 2013. On (B)(6) 2013, two 4.0mmx80mmx120cm supera stents were deployed to treat another lesion in the left leg. Reportedly, the patient has been experiencing intermittent pain and weakness in the left leg after walking for long periods. The weakness has been occurring prior to the deployment of the initial stent; however, the pain has been ongoing since deployment of the initial stent. The patient began taking plavix and aspirin after the initial procedure; however, the patient stopped taking both because of stomach issues experienced when taking them. Reportedly, restenosis in the left leg has been noted during an ultrasound in (B)(6) 2014; however, it is unknown which stent(s) are restenosed. Reportedly, further treatment of the left leg has been recommended; however, no procedure has been scheduled and it is currently unknown if any treatment will be performed. There was no additional information provided.

Manufacturer narrative:
(B)(4).